Manufacturer narrative:
Medical device lot #: the customer provided lot # 885403198915. This does not match the catalog number provided. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: one photo of a drip chamber separated from tubing was received from the customer. The customer's complaint that the tubing completely came off the drip chamber was able to be verified. Additionally, a device history record review could not be performed on model 10013364t because a valid lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: however, since no physical sample was received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that sec w/ss dc 20dp & hanger tex tubing separated. The following information was provided by the initial reporter: material#: 10013364t batch/lot#: provided (885403198915). It was reported that the tubing completely came off the drip chamber while the chemo was infusing. Verbatim: we came across a tubing that completely came off the drip chamber while the chemo was infusing.